Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and that a new lead was implanted. There were no adverse consequences reported, patient condition was good before and after the procedure.